Event description:
It was reported that during a stent graft placement procedure in the left arm brachiocephalic vein, the stent allegedly jumped significantly and missed most of the intended lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 10/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in the left arm brachiocephalic vein, the stent allegedly jumped significantly and missed most of the intended lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample for evaluation was found in used, and functioning condition without stent that reportedly had been deployed inside patient. An indication potentially confirming stent jumping/ malposition could not be found which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement', and 'slowly and carefully activate the covered stent release mechanism by rotating the large wheel. After deployment of approximately 15 mm, wait several seconds to allow the distal end of the covered stent to fully expand. Ensure the covered stent has wall apposition before completing deployment'. Regarding pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter.' H10: d4 (expiration date: 10/2025), g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used, and functioning condition without stent that reportedly had been deployed inside patient. An indication potentially confirming stent jumping/ malposition could not be found which leads to inconclusive evaluation result. It was only known that a 6fx10cm introducer was used for access. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement', and 'slowly and carefully activate the covered stent release mechanism by rotating the large wheel. After deployment of approximately 15 mm, wait several seconds to allow the distal end of the covered stent to fully expand. Ensure the covered stent has wall apposition before completing deployment'. Regarding pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter.' H10: d4 (expiration date: 10/2025), g3 h11: h6 (patient) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left arm brachiocephalic vein, the stent allegedly jumped significantly and missed most of the intended lesion. The procedure was completed using another device. There was no reported patient injury.